Manufacturer narrative:
Additional information: h3, h4, h6, h10. H4: the lot was manufactured between september 29, 2021 - september 30, 2021. H10: the actual device was received for evaluation containing 92ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, the flow rates were found to be within the product specification range. The infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. This issue was further described as, ¿did not empty at the end of the planned administration time¿. The drug involved was 5 fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.